Event description:
A customer reported via a distributor in (B)(6) that there was excess condensation in an rt443 adult breathing circuit during use on a patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). The hc550 respiratory humidifier is not sold in the united states, but is similar to a product that is sold in the united states. The 510 (k) number of the similar product is k033710. The hc550 respiratory humidifier was returned to fisher & paykel healthcare (fph) office in (B)(4) for investigation. We are currently in the process of obtaining further information to assist us with the analysis of the event. We will provide a follow up report with the results of our investigation.